Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the error message, "replace sensor," while scanning the adc freestyle libre sensor 2. As a result, on (B)(6) 2022, the customer experienced sweating, increased heart rate, and had a seizure. The customer was assisted by both non-hcp and hcp and provided glucagon and blood pressure monitoring for a diagnosis of hypoglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the error message, "replace sensor," while scanning the adc freestyle libre sensor 2. As a result, on (B)(6) 2022, the customer experienced sweating, increased heart rate, and had a seizure. The customer was assisted by both non-hcp and hcp and provided glucagon and blood pressure monitoring for a diagnosis of hypoglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was visibly not properly seated; no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). A visual inspection was performed on the sensor plug assembly and observed broken snaps, damaged guide tabs, and cracked sensor neck. The broken snaps result in the poor connection between the rubber contacts and printed circuit board (pcb) contacts, ultimately causing the sensor plug to be unable to form a proper seal. An extended investigation has also been performed. A visual inspection was performed on the returned puck and found that one of the side locating snaps on the sensor plug appeared to be deformed, which prevented the plug from seating in the receptacle properly. The snaps serve to hold the sensor plug in the correct position in the sensor patch after assembly. This is to ensure electrical contact can be maintained between the sensor plug contacts and the pcba pad contacts of the sensor patch, as well as to maintain the seal between the connector and the pcba. The returned puck was unable to be started, returning an error message to the customer. Thus, the deformed snap prevented the customer from using the device as intended in this case. This issue is confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the error message, "replace sensor," while scanning the adc freestyle libre sensor 2. As a result, on 09feb2022, the customer experienced sweating, increased heart rate, and had a seizure. The customer was assisted by both non-hcp and hcp and provided glucagon and blood pressure monitoring for a diagnosis of hypoglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.